Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, noise was observed on the ventricular lead that seemed to be caused by lead damage. Programming changes were made and additional surgical procedures were discussed. The patient was stable.